Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The anatomy was a slightly conical infrarenal aorta, measuring between 26 mm and 27 mm diameter. There was a significant distal aortic segment measuring between 22 and 20. It was reported that there was extravasation present medial to the common iliac arteries in the pelvic area. The physician performed a retrograde injection of contrast while placing a reliant balloon proximal to the general area where the extravasation of contrast appeared. The physician elected to reline the right common iliac limb with another stent graft however the unknown endoleak was not completely resolved. It appeared as though there may have also been an anatomical issue with the lumbar artery which may have been torn. The final angiogram did not show clear sign of extravasation although there did appear to be some type of blushing, or most likely a type 2 endoleak. No additional clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Eval codes, results and conclusions - (endoleak), other (unknown cause of endoleak).